Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump was received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Analysis was unable to perform the unexpected restart error test, prime test, excessive no delivery test and occlusion test due to motor error alarm. The insulin pump was received with normal operating current. The insulin pump passed self test. Pump passed off no power test. The motor was tested outside of the device and passed. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, missing end cap sticker and cracked reservoir tube lip. No damage noted on the address/serial number label. (B)(4).

Event description:
Customer reported via phone call motor error alarm on the insulin pump. Customer¿s blood glucose level was 266 mg/dl at the time of incident. Customer treated their blood glucose levels via insulin pump. Troubleshooting for motor error alarm was performed. Customer was able to complete the rewind process on the insulin pump. Customer advised they had more than one motor error alarm on the insulin pump. Customer believed the insulin pump did not deliver insulin properly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.